Manufacturer narrative:
(B)(4). A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not hitting the top cover. Bezel drooping on front panel touch screen, this does not affect the performance of the cycler. The simulated treatment was performed without any failure. The symptom "motor pump a¿ was confirmed during the testing. The symptom "alarm (unknown)¿ viewing the alarm history refers to "motor pump a¿ was confirmed during the testing. Stepper motor a failed accelerated stress test (ast). During the ast test grinding noise was heard from motor pump a. Motor pump a was replaced by production. The teach pumps test passed. The system air leak test passed. The valve actuation test passed. The voltage check passed. Heater tests passed. There were no discrepancies encountered in the internal inspection of the cycler. The symptom for fluid path contamination could not be confirmed. The complaint was escalated for further investigation after cycler was released from failure analysis. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. While there were defects found during evaluation they would not have caused or contributed to the patient's peritonitis event. It has been attributed to a failure in aseptic technique.

Event description:
Patient's peritoneal dialysis nurse reported on (B)(6) 2016 that the patient was hospitalized on or around (B)(6) 2016 and treated for peritonitis due to the patient not following aseptic technique. The culture grew candida fungus. Patient's treatment modality has been changed to in-center hemodialysis. Patient's medical records have been requested.